Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. D4, g4: model number is not sold in the us but similar device is sold under model mx448l36. This product was used for the product code and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding is 37 cm (15") ext set w/mll,clave¿ and ll bcv no flow. The reporter stated that the problem occurred when the "the fluid is like blocked and not flowing." The customer cannot provide any samples as they contains cytodrugs. There is unknown patient involvement.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.